Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs but was unable to confirm the reported complaint. The vent engine was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit did not work in mechanical ventilation mode during a case. The unit was restarted and then mechanical ventilation would start. There was no report of patient injury.